Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the report received through therapeutic goods administration (tga), in (B)(6) 2025, the patient underwent laparoscopic adhesiolysis and mesh repair to address a recurrent hernia resulting from previous surgical complications. The patient reported that the mesh was implanted without consent. A pathological examination performed a day following the revision procedure showed that the patient had systemic inflammation. The patient also had bowel dysfunction managed with enemas, and an unspecified systemic adverse reaction related to the inflammation.